Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and various wall adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as backup therapy. The customer acknowledged the instructions to return the pump using a pre-paid label within 10 days and understood how to put the pump into storage mode before returning it.